Event description:
I am writing this letter to report the recent explant I had to perform on one of my patients. She had undergone uneventful kpe with implantation of a tecnis mfiol. This lens had been implanted in her non-dominant eye. Although she experienced difficulty with lights and glare right after her surgery, she waited for three months to see if the difficulties would subside. Unfortunately they did not, and the tecnis mfiol was explanted and replaced with a monofocal iol. I am enclosing copies of the pt's sketches which were brought in to help us understand her difficulties with the tecnis multifocal implant. Because I am seeing more patients experiencing difficulty with multifocal implants, I plan to send a short report to the FDA ophthalmic panel regarding any explants performed on multifocals or accommodating iols when these are done for quality of vision issues.